Event description:
The customer reported, the monitors are black, no images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and generator driver board and high voltage tank. System operates as intended. (B) (4).